Event description:
It was reported "an 82-year-old woman had been treated for acute cholangitis by endoscopic papillotomy and biliary drainage 35 days earlier. She subsequently underwent laparoscopic cholecystectomy(lc)as radical treatment for bile duct stones, and the cystic duct was clipped with a hem-o-lok ligation system. She was discharged on postoperative day 4. On day 47, the biliary stent was removed and a filling defect measuring 8 mm in size was observed in the lower common bile duct. The object occupying the defect area was removed endoscopically and was identified as the hem-o-lok clip used for lc." The patient's current condition is reported as "unknown". Please see associated MDR #3003898360-2024-00669.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.